Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.